Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the right and non-coronary cusps were in a closed position; the left cusp was in an open position. All leaflets were tan and pliable. An abrasion on the lunula of the left cusp adjacent to the left non-coronary commissure, appears to be due to contact with the pannus growth along the bias cloth. The tissue along the inferior coaptive area of the right cusp appeared thin and translucent. Intracuspal hematomas were noted on the inferior coaptive areas of all leaflets and along the inflow margin of attachment of the left cusp. The right and non-coronary cusps appeared intact except where commissure was dehisced. A layer of pannus encapsulated the left right commissure (lrc); appearing to contribute to the distal left cusp dehiscence. The left non-coronary commissure appeared intact. The right non-coronary commissure (rnc) was dehisced, possibly related to the separation of the layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent posts appear intact. Thick remnants of glistening tan pannus lined the right, left and non-coronary outflow rails, extending laterally unto the sewing ring and unto the outflow margin of attachments of the right and left cusps. Pannus growth was observed on the tops of the left right and left non-coronary commissures. Remnants of glistening tan pannus was noted on the the inflow sewing ring adjacent to the right cusp and partially onto the non-coronary cusp. An unknown amount of pannus may have been removed during explant. Radiography showed no evidence of calcification on the valve. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 11 years and 2 months post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a valve of a different manufacturer. The reason for the replacement was reported as mild mitral regurgitation, shortness of breath (sob) and pleural effusion. It was noted that the patient also had aortic regurgitation (ar). It was reported that upon checking the explanted valve, it was discovered that "the seam, which was not a normal tear, but rather a joint region of the valve leaflet and the stent post, had peeled off from the stent post, causing one of the leaflets to fall off slightly, which in turn pushed against the other leaflets, causing the appearance of a prolapse." It was stated that the valve leaflet itself was "very clean without calcification." No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.